Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two weeks ago the patient banged his head on a door; afterwards the patient had no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A date for surgery has not yet been made available.

Event description:
Two weeks ago the patient banged his head on a door; afterwards the patient no longer had any hearing sensation. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported impact might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that two weeks previously, the patient had banged his head on a door; afterwards the patient no longer had any hearing sensation. The patient was re-implanted.